Manufacturer narrative:
Block g5: premarket/510(k) #: k163248 & k151895. Block h6: imdrf device code a0501 captures the reportable event of sheath detached. Block h11: investigation results the returned expect pulmonary needle was received for analysis. Visual examination revealed that the device's sheath adjustment knob was found crooked. Also, the working length was found bent. No issues were noted on the sheath. The reported event was not confirmed. Based on the available information, the device's sheath adjustment knob was found crooked. This could have happened as result of tightening the knob with too much force during the procedure, making the knob exceed the tightening limit. Additionally, the working length was found bent. It is possible that the kink found in the catheter occurred due to procedural factors such as excess of force or the manner in which the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defect found. Therefore, a review and analysis of all available information indicates the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used during a procedure on (B)(6) 2024. During the procedure, the sheath was detached. The procedure was completed using another expect pulmonary needle. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block g5: premarket/510(k) #: k163248 & k151895. Block h6: imdrf device code a0501 captures the reportable event of sheath detached.

Event description:
It was reported to boston scientific corporation that an expect pulmonary needle during procedure on (B)(6) 2024. During the procedure, the sheath was detached. The procedure was completed using another expect pulmonary needle. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.